Event description:
Customer reported inability to see drops of insulin at the tubing end during the fill tubing step. There was no adverse impact on the customer's blood glucose levels. Reportedly, the customer continued to use pump for insulin therapy.